Manufacturer narrative:
Titan pump and cylinders 1 and 2 were received for evaluation. A separation was noted in the inlet tube of the pump at the tube/strain relief junction. This was a site of leakage. The surfaces appeared to be rough and irregular, indicating stress was exerted. Partial separations within abrasion were noted on the longer exhaust tube of the pump. This was not a site of leakage. Abrasion was noted on all tubes of the pump. Partial separations within abrasion were noted on the exhaust tube of cylinder 2. This was not a site of leakage. No functional abnormalities were noted with either cylinder. Based on examination of the returned product, it was concluded that while in-vivo all tubes of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, may contribute to sufficient stress(s) to separate the inlet tubing near the tube/strain relief junction. A separation of this type could then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Event description:
According to the available information this inflatable penile prosthesis was revised on (B)(6) 2021 due to the pump would not refill with fluid so there was a suspected fluid leak. The device was explanted and replaced. Additional information received indicated that the patient presented approximately five months ago, but alc was too high then to get a redo. The surgeon did not remove the reservoir. He did implant a new one.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted. Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast, though not verified, the pump would not refill with fluid so there was a suspected fluid leak. The device was explanted and replaced. Additional information from 08/3/2021: it was noted that the patient presented approximately five months ago, but alc was too high then to get a redo. The surgeon did not remove the reservoir. He did implant a new one. No other adverse patient effects were reported.